Manufacturer narrative:
(B)(4)

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver passed the charge and boot testing. The receiver log was downloaded and reviewed, finding no errors related to the complaint. A receiver functional test was performed and passed all relevant testing. The receiver communication tool test was performed, and it passed sound tests. Manual "try it" and "fixed low" testing were performed and passed. The wiggle test was performed and it passed. The receiver case was opened for an interior inspection and passed. Speaker resistance was measured and was found within specification. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.